Event description:
It was reported that the device displayed error code 571.6240 and 572.6241. There was no patient involvement.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, b17 - device not returned, c20 - no findings available, d15 - cause not established.

Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device evaluated by bd.

Event description:
It was reported that the device displayed error code 571.6240. And 572.6241. There was no patient involvement.